Event description:
A pt service rep (psr) contacted zoll customer support while attempting to fit a pt to report that the charger/modem would not work. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not work) was confirmed. As received, the charger/modem was resetting and not able to recognize a battery pack. The cause for the resets and inability to recognize a battery pack was a defective u14 (high side current sense amp) component. The root cause of the defective u14 component cannot be positively identified. The pt received a replacement charger/modem.